Event description:
Information was received from a consumer regarding a patient receiving saline (1 ml/ml at 1 ml/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the pump was alarming or beeping. The patient noted he had not been using the pump and had had saline in it for over a year due to insurance not covering his refills. The patient's pump was scheduled to be removed in two days ((B)(6) 2016). The patient noted getting a really bad headache when he got up. The physician advised him to lay down and the headache did subside. The patient noted they were suspecting that since the pump was not working it back flowed in the catheter. The patient wanted to know what happened when the pump ran out. The patient thought the headache was related to the pump because when he stood up he had the headache but when he laid down as advised by his physician it almost completely went away. The situation was currently being addressed by the healthcare provider (hcp). If additional information is received, a fol low-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.